Manufacturer narrative:
Gtin number for item: mx9968, lot: 16106811 is (B)(4). The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
The customer reported that the male luer broke off when being disconnected. There was no report of patient harm.

Manufacturer narrative:
The customer¿s report that the "male luer broke off when being disconnected¿ was confirmed. Visual inspection noted the male luer tip on the primary set had broken off with one side slightly higher than the other. Microscopic examination identified a whitish-colored stress marking on the male luer tip¿s higher side. There were no additional signs of damage or deformity found on the remaining portion of the male luer tip or collar. The broken off male luer tip was not returned. Functional testing was not performed. The root cause of this failure was not identified.